Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email issues with the insulin pump. Customer's blood glucose level was unknown. Customer's insulin pump malfunctioned and they needed assistance.